Event description:
The hospital reported that when using hst iii system (4.3mm) the sealing device was not set and could not be used. The procedure was completed using a substitute product. There was no delay in the procedure and no health hazard to the patient.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
Tw #: (B)(4). Updated sections: b4,e1-phone#,g3,g6,h2,h6,h11. The lot # 3000466177, history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported event.

Event description:
N/a.